Manufacturer narrative:
Device malfunction confirmed but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that a 7.1 software upgrade on the site's dell handheld computer took approximately 20 minutes. When the upgrade was aborted, the "error executing sql" message came up. Reporter attempted to resolve the issue by re-loading the 7.1 software on the handheld and received an error message that the software had already been loaded. Further troubleshooting did not resolve the issue. A product analysis was performed on the handheld and the cause for the reported complaint is associated with the database migration being aborted during migration. The cyberonics.cdb database was corrupted as a result of the migration being intrrupted prior to completion. The reported sql error messages occurred because the handheld could not longer write to the corrupt database. No further anomalies associated with the handheld performance were noted.